Manufacturer narrative:
The companion hospital cart will be evaluated and the results will be provided in a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported that the companion hospital cart power cord icon did not appear on the screen as designed.

Event description:
During routine evaluation, a syncardia technician reported that the companion hospital cart power cord icon did not appear on the screen as designed.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion hospital cart was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found two scuff marks on the front skin, indicative of normal wear and tear. Hospital cart passed all functional testing and the reported display issue could not be replicated. Voltage dropping at the docking connector is a known issue that is currently being addressed, however, voltage for this device was measured through five power cycles without dropping during investigation. Failure investigation for this complaint confirmed the reported issue through experience with similar, prior incidents. The customer complaint was not replicated; the root cause of the reported display issue and potential voltage drop was determined to be a nonconforming power control board. Failure investigation identified no test failures or damage that could have contributed to the complaint. Scuff marks found on the front skin do not affect the functionality of the device. Device was not in patient use at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.